Manufacturer narrative:
Device has not yet been received at csi. (B)(4).

Manufacturer narrative:
Device analysis: the oad was received without the original guide wire, saline line or saline pump. The oad was returned with a non-csi coated guidewire engaged in the distal section of the saline sheath alongside the driveshaft. It could not be determined whether or not the non-csi wire was used with the csi oad. The initial visual and tactile examination of the handle assembly, saline sheath and proximal driveshaft section revealed that the driveshaft had been destructively cut 18.4cm distal to the nosecone assembly. Further examination revealed a kink in the driveshaft just proximal to the cut section of the driveshaft. The damage is the result of handling and or manipulation of the device during the noted removal attempts and is not considered a contributing factor to the difficulties experienced during the procedure. The handle assembly also exhibited damage to the nosecone assembly. The initial visual and tactile examination of the distal driveshaft section revealed numerous bends in the shaft and biological fluid within the saline sheath. Examination of the saline sheath and driveshaft revealed areas of driveshaft filar impressions in the saline sheath wall. The driveshaft was also found to be stretched and elongated as a result of having been pulled during the noted removal attempts during the procedure. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination of the driveshaft and crown in this area did not reveal any damage that would have contributed to the biological material accumulation. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft was destructively cut just proximal to the kinked section of the driveshaft to allow for further functional analysis. An in-house .014" test wire was loaded through the device and passed through the handle assembly without issue. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. As the original guidewire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation the root cause of the reported event could not be determined. The oad was returned with tissue wrapped around the crown. Analysis of the returned oad did not identify any damage or issues that would have contributed to the device bogging or accumulating biological tissue. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a minor perforation occurred. There were multiple target lesions located in the distal sfa/popliteal and proximal anterior tibial (at) artery. The physician advanced a csi viperwire guidewire into the patient and loaded a csi orbital atherectomy device (oad) onto the guidewire. During the first run in the distal at artery, the device stopped spinning. After unsuccessful troubleshooting, the physician discovered that the device was stuck in the vessel. The physician tried to remove the oad, but was unsuccessful. The physician then cut the driveshaft and the crown released from the tissue on which it was wound. The physician was able to remove the oad, but noted a minor perforation at the site of treatment. The physician resolved the perforation via balloon angioplasty. Furthermore, the physician discovered that he had treated a collateral vessel rather than the target vessel. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.